Manufacturer narrative:
There are no reported injuries associated with this event. The reported symptom for the returned ultrasonic generator (500 w) board was attributed to a faulty diode (d2) and a capacitor (c4) that both exhibited a short. The loss of the ultrasonic generator does not, of and by itself, result in an endoscopic high level disinfection process failure that does not render a microbiologically safe product or present any additional risks for reuse given the nature of the pre-cleaning labeling instructions and high-level disinfection. Given the nature of endoscope pre-processing and high-level disinfection based on sgna guidelines, either the presence or absence of ultrasonics should still result is an endoscope that has had its bioburden reduced to an acceptable level. It is concluded that there is no reasonable likelihood that an endoscope processed in the absence of the ultrasound will present any additional risks.

Event description:
Ultrasonic function was not working.